Event description:
The facility reported a flogard infusion pump that "did not function." It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump that "did not function" was confirmed by service as a failure 38, because the failure occurred on power-up and prevented use of the pump. Service determined that the cause was due to defective force sensing resistors (fsrs), which were replaced onsite at the facility by a baxter field service technician to resolve the issue. Additional information: a service history review revealed no previous service events were related to the reported condition.